Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Three days following the procedure the patient experienced redness and cellulitis at the puncture site. Successful treatment of the infection consisted of antibiotic treatment.